Event description:
The haptic of the lens was missing upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was returned in the open carrier. One of the lens haptic is broken off and missing. Due to the condition in which the lens was received, we cannot determine the cause of this malfunction.